Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : DHR review: product code 151650708, work order (B)(4) was manufactured on 10/july/2020. (B)(4) parts were manufactured per specification and all raw materials met specification. No scrap associated with this lot. No reprocessing associated with this lot. No deviations found. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. Sterile cert review: product code 151650708 work order (B)(4) of quantity (B)(4) was sterilized on 12/july/2020 per the sterilization certificate 84822. The sterilization cycle met the validated parameters. This sterility certificate was checked on 13/july/2020.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inner foil containing the implant had a hole in it. The outer plastic damage was not damaged. The surgeon would not use it for fear it was not sterile. No further information is available. Doe: (B)(6) 2020, left knee.